Event description:
It was reported the customer had no delivery alarms and low reservoir alarms. Customer stated they had 100 units remaining in their reservoir, but their insulin pump would still alarm low reservoir. The customer stated their no delivery alarm was resolved by a complete set change. The customer was 244 mg/dl. Customer declined to troubleshoot as the alarm had already been resolved. The customer will be returning their set for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.